Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the ratchet mechanism of the a1059 mayfield swivel adaptor does not move smoothly through body of the clamp. There was no known patient injury or delay in surgery.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield swivel adaptor was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - the ratchet extension does not go smoothly through the base casting of the clamp. Unit received with the lock has rotational and lateral movement and a residue buildup is present. Unit need new components added to replace worn internal parts. The plunger stud needs to be cleaned the reported complaint was confirmed from the evaluation. The device was not functioning properly. The observed condition is likely caused by wear and tear / improper handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.